Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart on the insulin pump. Customer was sitting down when she received the alarm. Customer set the time and date and rewound the pump. Customer's blood glucose level was 129 mg/dl at the time of the incident. Customer also had an external ram error in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The unexpected restart is recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to monitor the pump and may continue to use it until the replacement pump arrives. Customer was advised to program a normal bolus in the air. Bolus amount was recorded in the bolus history. Pump also passed the self test. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.